Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source exhibited b30 scope communication error. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Event description:
Additional information received from the customer that the event occurred during preparation for use, prior to a colonoscopy procedure. It was reported that the procedure was successfully completed using similar device (clv-190) with no delayed.

Manufacturer narrative:
This report is been submitted to provide additional information from the customer. This report is being submitted to provide correction to the initial report. The following field was updated: d9. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The subject device was not returned to olympus for device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation noted that it has been over one year since the device was manufactured. The investigation did not establish a definitive root cause for the reported event. According to the investigation, error code b30 is an error that occurs during communication failure between the scope and the processor. However, based on past investigation results, the reported issue was caused by the occurrence of temporarily poor communication. The cause of the poor communication could not be estimated. Olympus will continue to monitor field performance for this device.